Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Device not returned to manufacturer.

Event description:
The complaint involved a patient who underwent a surgery on (B)(6) 2016 to remove temporary antibiotic spacers to revise to final implants. The original surgery is dated (B)(6) 2016. The date of the antibiotic spacer surgery was in (B)(6) 2016. In the revision, the femoral component, size 3 left, the tibial baseplate size 3 left, ultra tibial insert size 3 x 10mm and a retaining bolt were replaced with revision femur size 2 + left, a modular tibia baseplate of the same size, modular offset stems, a ps-r insert size 2 x 12mm, and various augments and retaining bolts.